Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, that malfunction occurred due to the c2 safe desktop being down. A technical support specialist restored the ciisafe system and ensured system stability harm to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the c2 safe desktop was down, and the user was unable to use it. The customer stated that there was a delay in patient care, resulting in one of icus stocking out of propofol and lorazepam. There were no adverse events or injuries reported based on this incident.